Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that capture and sensing anomaly were observed on the atrial lead. The lead was capped and replaced due to atrial lead in dead myocardioum. It was noted that there was nothing wrong with the atrial lead just dead tissue.